Event description:
It was reported that the patient with this right ventricular (rv) lead experienced chest pain, hemothorax, shortness of breath and was admitted to the hospital due to suspected of perforation. Moreover, hemothorax was confirmed, and the patient received computed tomography (CT). Boston scientific technical services (ts) checked that the threshold increased since lead revision, but there was not a complete loss of capture (loc), and there was no pain with pacing. This rv lead was found to be functioning normally, and the electrophysiologist confirmed that the issue was not caused by the device. This rv remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced chest pain, hemothorax, shortness of breath and was admitted to the hospital due to suspected of perforation. Moreover, hemothorax was confirmed, and the patient received computed tomography (CT). Boston scientific technical services (ts) checked that the threshold increased since lead revision, but there was not a complete loss of capture (loc), and there was no pain with pacing. This rv lead was found to be functioning normally, and the electrophysiologist confirmed that the issue was not caused by the device. This rv lead was explanted. No additional adverse patient effects were reported.